Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, with no power source alert observed. There was no reported impact to the customer's blood glucose level. The customer had no backup therapy available and was advised to consult a healthcare professional.